Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and variable and a r-wave amplitude measurement issue. It was noted the rv coil impedance spiked to 254 ohms up from a trend that had been in the 51-82 ohms range and the rv coil impedance varied between 71-254 ohms; from (B)(6) 2016, the r-wave amplitude measured between 2.25-6.25 mv and on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv defibrillation coil impedance and insulation damage was observed on the transmission of the lead body after extraction. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The analyst commented the cosmetic outer insulation was damaged at 4.8cm due to explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.